Manufacturer narrative:
Stryker evaluated the customer's device but could not verify or duplicate the reported issue. Root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device was frozen and would not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.